Event description:
Related to MFR report # 2183959-2012-02183. It was reported by the plaintiff's attorney that "on (B)(6) 2009," the plaintiff was implanted with an ams monarc sling system to treat stress urinary incontinence and cystocele. The plaintiff's attorney alleged that "complications arose after plaintiff was discharged" and the plaintiff "had to undergo revision surgery on (B)(6) 2010." The plaintiff's attorney also alleged that the "plaintiff has been injured catastrophically, and sustained severe and permanent pain, suffering, disability, impairment," and that the plaintiff "suffered physical injury, including but not limited to, conscious pain and suffering, as a result of her vaginal pressure and pain, vaginal prolapse, urinary tract and vaginal infections, chronic cystitis, stress urinary incontinence, dyspareunia as well as granulation of tissue and mesh exposure and erosion and other related injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.